Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was intermittently cutting off throughout the day and stimulation was stopping. The patient was also experiencing a tingling, light stabbing sensation where the ins battery is located intermittently throughout the day. It was noted that the patient fell several weeks ago, but the device was functioning normally after the fall. The ins was interrogated with the clinician programmer 8840. Impedances were checked, and all values were within normal limits. The manufacturer representative checked the patient¿s programs and the ins was providing adequate coverage for the pain areas. The manufacturer representative mentioned that no actions had been taken yet to resolve the issue. It was noted that the issues started on (B)(6) 2018. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy, herniated disc and spinal pain. It was reported that around mid (B)(6) 2018, the ins started to "quit"/give no stimulation, and then it would start back up again; like it just turned off. There was also a report of stabbing/jabbing on the inside of their back at the location of the power source or the ins. It was confirmed the patient has not had any falls or accidents that could have contributed to the reported issue. The patient has been scheduled to meet with their doctor on (B)(6) 2018, and request to have a manufacturer representative (rep) at that appointment was made. They were redirected to the doctor to have the doctor schedule the appointment with the rep. No further complications were reported or anticipated.